Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed all weekly self-tests up to the 15th april 2012. The device records temperatures below the recommended minimum standby temperature. The device failed multiple self-tests due to a low battery between the 22nd april 2012 and the last log entry on the 19th july 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The excess current drain and j11 connector measured would indicate membrane failure. The fault could not be replicated with a new membrane fitted. The excess current drain measured likely resulted in the premature depletion of the returned pad-pak and the low battery fails recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.